Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device was forwarded for detailed analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement indicator (eri). The device was held due to litigation case against boston scientific. The case was settled and/or dismissed by the court and forwarded for analysis. Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. Additional laboratory testing and analysis is pending.